Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage to the usb port that prevented the customer from being able to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.